Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube) right side'), uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, burning micturition, bacterial vaginosis, dizziness and migraine. Previously administered products included for an unreported indication: trivora from from 2004 to 11-aug-2011 and mirena iud in 2003. Concomitant products included cefalexin hydrochloride (cephalexin hydrochloride) from 15-mar-2010 to 14-mar-2012, fluconazole27-jul-2009 to august 2009, hydrocodone from 8-nov-2008 to 6-apr-2009, ibuprofen since 2004, lorazepam from 30-dec-2009 to 15-mar-2010, metronidazole (flagyl)27-jul-2009 to august 2009, miconazole nitrate (monistat)27-jul-2009 to august 2009, paracetamol (acetaminophen) from 8-oct-2008 to 6-apr-2009, paracetamol (tylenol), povidone-iodine27-jul-2009 to august 2009 and trazodone15-mar-2010 to march 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety/ mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain/ pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, vaginal infection, vaginal haemorrhage, menorrhagia, depression, migraine, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2008. It was reported that she had right essure 3 cm from uterine cavity. Left micro-filament is in normal position. Essure insertion procedure ((B)(6) 2008): when removed they were difficult to pull out even though nothing was deployed and when taken out and examined the coil was stretched out. With the third coil it fed easily into the tube. Same procedure was carried out in right ostia and 4 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded).. Imaging procedure - on (B)(6) 2009: left occlusion only, perforation.. Most recent follow-up information incorporated above includes: on 25-sep-2019: reporters and patient demographics, medical history, historical drug, concomitant drugs added. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2005). Added events abnormal bleeding (vaginal, menorrhagia), depression, migraines /headaches, dyspareunia (painful sexual intercourse), perforation (fallopian tube). Updated reported events vaginal infection, pelvic pain. Updated event psych injury/ psychological or psychiatric problems condition: anxiety/ mental anguish (previously reported as psych injury). On 26-sep-2019: laboratory date and data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: the essure device was successfully occluded. Imaging procedure on (B)(6) 2009: left occlusion only, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Product indication updated. Events- perforation: uterus, general abnormal bleeding, abdominal pain, psych injury and vaginal infection were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.